Manufacturer narrative:
Neither the disposable device nor radio frequency controller is being returned, therefore, a failure analysis of this novasure system cannot be completed. Serial number not provided by the complainant; therefore, the manufacture date of the radio frequency controller is not known. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
At the completion of the novasure ablation cycle, the pt had a "vaso-vagal response". The device was removed and "the pt revived on her own in ten seconds." She was observed for 30 minutes and discharged home.